Event description:
Device is a manual wheelchair with a tilt in space feature. Dealer notified manufacturer regarding a client who had advised that pt had manged to tip over the device. As the device fell ove it knocked a tv off a night stand and onto the pt. This resulted in an injury that required 8 stitches to correct.